Event description:
Boston scientific received information that this right atrial lead exhibited an alert for out of range sensing measurement. In the clinic, a message to check right ventricular lead as well as ra lead was noted. The atrial threshold measurement was normal in range; however, when the patient moved her arms the ra lead exhibited loss of capture at maximum output. The lead also exhibited a lot of noise when the device was set to unipolar. Boston scientific technical services discussed that this could be either a set screw issue or a lead micro-dislodgement. Ts recommended getting a chest x-ray to check for lead position and to observe if the terminal pin was fully inserted into the header. Additional information was received that the lead was repositioned due to dislodgement. No adverse patient effects were reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.